Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6 the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that extensarm removable flex l30 f/cmf distr was found deformed/bent, no other issues were observed. A dimensional inspection for the extensarm removable flex l30 f/cmf distr was not performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. A functional test was not performed due to mating device was not received to asses the interaction of the devices, however, it is not unreasonable that the condition identified in visual analysis would contribute to assembling issues. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the extensarm removable flex l30 f/cmf distr would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? The following source controlled drawings reflecting the current and manufactured revisions were reviewed: - removable extension, flexible craniofacial distractor 04_315_125_susa rev. F (current and manufactured). Dimensional inspection: n/a. H4, h6 part number: 04.315.125, lot number: 569p003, part manufacture date: 04/12/2023, manufacturing location: brandywine , part expiration date: n/a , nonconformance noted: n/a . A review of the device history record of this lot revealed no complaint-related anomalies. The device history record shows that the removable extensions were processed through all operations of the released routing and had met all specification criteria at the time of release with no issues documented that would contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D2b: additional product code: pbj. D9: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6),2023. There is a incident there mandible distractor case with a cmf extraction set 30mm flexible extension arm part number 04.315.125 that was malfunction and happened for four of the devices in that tray. Issue occurred during surgery but no direct patient involvement. This report is for one (1) removable ext arm-flex 30 for cmf distr this is report 4 of 4 for complaint (B)(4).